Event description:
The pt reported experiencing pain at the ipg site. The pt turned stimulation off; however, the pain did not subside. It was also reported the pt experienced pain at the ipg site while charging the ipg. F/u info revealed the pain was present whether stimulation was on or off and whether or not the pt was charging the ipg (the pt denied any heating or burning sensations while charging). The pt reported he attributed the pain to increased activity stating that he was overdoing it. Reprogramming was performed and the issue is now resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Correction/removal report numbers: 1627487-12192011-003-r; 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.